Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a port placement, catheter was allegedly ruptured. , the catheter was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the catheter was allegedly ruptured. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break and a partial compound break were noted on the attached catheter from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be granular in both regions. The edges of the partial compound break on the attached catheter were noted to be jagged. The surface was noted to be round and smooth in both regions. A split was noted on the border of one region. Therefore, the investigation is confirmed for the reported fracture and the identified deformation and catheter wear issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.